Manufacturer narrative:
Investigation results: three photos were received by our quality team for evaluation. The photos show the presence of white particles in liquid inside the syringe; however, without a physical sample, verification of what the white particles are cannot be completed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined without the ability to perform the appropriate analysis to identify the nature and origin of the particles. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3 ml ll 200 s/c contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. Not sure where to send this. One of the syringes we ordered for our xxx had some particulates inside. Is there any way to report this to xx? What is the process for that? Ref 309657, lot 5048672, exp 2030-02-28. 03/02/2026: only a single vial of lot 84036 was seen to be affected. The vial is saved and bagged. It is currently hanging on the whiteboard at the (B)(6) clinic. As of now, no harm or negative outcome has come of pt mrn (B)(6). Patient is scheduled to return on (B)(6) 2026.